Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. The no telemetry condition was verified and manual testing confirmed no pacing pulses were present. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker complained of dizziness. The patient went to the hospital to have the device checked. However, the device could not be interrogated, and no pacing was observed when a magnet was applied to the device. The patient was admitted to the hospital and the device was successfully explanted and replaced the next day. No additional adverse patient effects were reported.